Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/05/2025 the user reported experiencing hyperglycemia with blood glucose (bg) levels of 400 mg/dl following a missed meal announcement. The user did not require medical intervention and bg normalized to 89 mg/dl later the same day. No long-term health effects were reported.